Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose was 480 mg/dl. The customer treated via manual insulin injections. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. Review of site or set related issues was declined. A high pressure test was performed and the insulin pump failed. The high pressure test was repeated and the device failed again. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.